Event description:
Additional information from the hcp reports the pump was explanted and replaced on 02/06/2006.

Event description:
Hcp reported pump resevoir volume discrepency, expected residual volume 2.5ml and actual: 16:5ml. Pt complained of mildly increased pain and spasms 2 wks post refill. Pt was on a morphine/baclofen mixture. Original daily dose of the morphine was 7 mg/day. They increased daily dose of the compounded morphine at that time. Two wks later the pt was seen because of reports of severely increased pain and spasms. No other signs and/or symptoms were noted. The pump was stopped and the pt was started on oral meds. Three days later the pump was programmed to simple continuous with a daily dose of the morphine @ 2 mg/day. Pt was sent back to the nursing home and then was admitted to the hosp with overdose symptoms. The pt responded well to i.v. Narcan. A dye study showed the catheter was patent. No alarms have sounded and upon pump interrogation no low battery alarm status. Programing was verified as correct. A pump rotor study was recommended. The dr may replace the pump because it is 5 yrs old.